Event description:
Pt called lfs alleging the meter would not power on while attempting to test. The pt reported symptoms of dehydration at the time of testing. The pt phoned their medical professional for advice. Treatment, in any, was not reported. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.